Event description:
It was reported that the unit shut down during patient use. Continued use with emergency drive, then switched to another unit. No reported patient effect. (B)(4). Reference MFR # 8010762-2015-00245.